Event description:
It was reported that pump screen appeared dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to ensure pump was not connected to power, remove pump from case, and firmly press center of button, after which pump display turned on and button was confirmed to be working as intended.